Manufacturer narrative:
All buttons functioned properly. However, the insulin pump found corroded keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that there was a fluid under the lcd display. The customer stated that there was a condensation. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.